Event description:
It was reported that while using bd preset¿ arterial blood collection syringe to draw blood from a patient, hair was seen inside the blood collection device. Nurse immediately replaced same batch of arterial blood collector to complete blood collection. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314, lot/batch #: 2272046. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe to draw blood from a patient, hair was seen inside the blood collection device. Nurse immediately replaced same batch of arterial blood collector to complete blood collection. This event occurred 1 time and no report of adverse or injury.